Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-08570. It was reported that rotawire tip detachment occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified second diagonal of left anterior descending (lad) artery. A 1.75mm rotalink(tm) plus and a 330cm rotawire(tm) were selected for use. During procedure, ablation was carried out twice at 170,000 rpms for 20 seconds each with rotational speed down to 2, 000 down each. Furthermore, due to severe tortuosity the rotaburr came in contact with the rotawire and the rotawire tip became detached. The physician then removed the detached tip of the device from the patient with snare. No patient complications were reported and the patient's status is good.